Event description:
Pt presented with ruptured lt breast implant, hard breasts. Capsular scar tissue produced hardness and some asymetry; mammogram showed lt gel implant and bilateral capsule formations. Post-op diagnosis: bilateral rupture of gel breast implants. Implants sent to pathology.